Event description:
Continues to receive high readings. Meter reading was 133 and his reading is usually around 100. He used the h/lo solution but his readings are still higher than usual. He was wondering if he was doing something wrong.